Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high and low blood glucose (bg) levels (25-600 mg/dl) with ketones present. The ketone level was considered as being dangerous by a healthcare provider. The customer said the a1c levels had been increasing. Insulin injections were administered for the high bg and the customer declined to discuss the low bg treatment. The customer did not think the pump was "working well". The customer declined to provide further information about the high/low bg.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed between (B)(6) 2017 and (B)(6) 2017. User made bolus requests with entering current bg levels and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There was no evidence of device malfunction.